Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause for the issue of starting therapy without connecting to disposable set was determined to be use error. A labeling review found the patient at home guide to be adequate for the use/user error identified in the incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a low drain volume alarm which occurred on the home choice (hc) during initial drain. The baxter technical service representative (tsr) asked the home patient (hp) if the transfer set was open. The hp stated no because he never connected. The tsr advised the hp to end therapy to start over with new supplies. The hp advised he was unable to restart with new supplies. The tsr recommended that the hp contact the registered nurse (rn) about missing therapy. The hp stated that the rn is coming over to his house tomorrow. The tsr assisted the hp with ending the therapy and getting the set out. The solution to this issue was provided over the phone and swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention reported.